Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent a thoracic endovascular aortic repair (tevar) to treat an aneurysm in the transverse arch utilizing a gore® tag® thoracic branch endoprosthesis (tbe - aortic component and side branch). Reportedly, patient first underwent a carotid-carotid artery bypass and a subclavian-carotid artery bypass. After that, the left common carotid artery was ligated surgically prior to tbe grafts being implanted and the left subclavian artery was open during the tbe graft placement. After the grafts were implanted, the left subclavian artery was occluded with an amplatzer plug as part of the planned coverage by the physician. The overall procedure went well with deployment of the tbe grafts and patient's neuro signs stayed normal during procedure. On (B)(6) 2026, field sales associate was notified by physician that patient had a minor stroke. A CT scan was done which ruled out a major stroke and physician suspects the cause of the minor stroke is due to the micro embolism that may have been dislodged during passing of the wires into the arch and the ascending aorta. Patient initially couldn't move their arms but has got motor movement back and patient is recovering. Further updates have not been provided by the physician and are not available. 1001-e: unknown is used to capture the minor stroke.

Manufacturer narrative:
Since it is unknown which device is directly implicated in this complaint, the following device is included on this report to FDA for tac123720a / (B)(6) / UDI-di (B)(4). Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.